Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510k: this product is not marketed in the us. Work order search: no similar complaints found. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -13.0/0.5/049, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. Low vault was observed, lens remains implanted. It was reported that medical or surgical intervention was not necessary and that the problem did not resolve. The reporter stated "patient does not want to exchange the lens. Is informed about cataract risk." Cause of event was unknown.